Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted less than one month post implant due to localized infection around the device and at the xyphoid process. No additional adverse patient effects were reported.